Event description:
Pt had inflatable prosthesis implanted for impotence 4/92. There has been a fluid loss in the cylinders and prosthesis now is malfunctioning. Pt presents now for removal of malfunctioning prosthesis and new prosthesis implanted.